Manufacturer narrative:
Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip were noted. Numbers do not ramp up on its own or scroll bar moving with no input.(B)(4)

Event description:
The customer reported via phone call that the insulin pump's buttons were unresponsive when he tried to bolus. The customer used the up arrow button and the numbers on the screen continued to scroll up. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.